Event description:
The customer reported a filament regulator failure error message. This malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable was evaluated will require replacement, and the filament driver will also require replacement. This malfunction may have resulted in a possible accidental radiation occurrence. No additional repair information was reported.